Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on may 25, 2016 with blood glucose of 600 mg/dl. Customer had bent cannula. Customer's emergency room visit was due to dehydration and high blood glucose. Customer was treated and sent home with two bags of water for treating kidneys. Customer was wearing insulin pump at the time of emergency room visit. During troubleshooting, it was found that there were tiny air bubbles in tubing at quick connect. Site and insulin were fine. Time and date were correct. Insulin pump passed high pressure test. Customer was advised to contact healthcare professional regarding high blood glucose.